Manufacturer narrative:
Plant investigation: the product sample was not returned, and therefore a physical evaluation could not be performed. A photo of the reported issue was provided. The image material sent indicates a crack in the material of the luer lock negative adapter at the vent line, which led to the leakage described. A trend analysis was performed. A review of the manufacturing records did not find any anomalies or deviations. Based on the photo provided, the complaint is classified as justified, however cannot be confirmed without the evaluation of the actual product sample. Since the damaged component is a purchased part, the supplier has been informed about the defect. In addition, the production process is being investigated for factors that could have an influence on the material properties.

Event description:
It was reported that there was a hairline crack in the arterial vent tubing which resulted in blood loss during a patient's extracorporeal membrane oxygenation (ECMO) treatment. It was reported that the blood leak occurred at the connecting piece at the venous port p2 tubing and three-way stopcock (luer lock connection). Upon follow-up, it was confirmed that the patient did not develop any symptoms, injury, adverse event, or medical intervention required as a result of the reported event. The tubing was clamped to stop the blood loss, and no replacement parts were needed to complete the treatment. The estimated blood loss (ebl) was unknown. It was reported that the sample is not available to be returned to the manufacturer because it was discarded.